Event description:
Medtronic (covidien) received report of an event that occurred after pipeline flow diversion treatment of an unruptured, saccular aneurysm in the left ventral, paraclinoid internal carotid artery (ica). One day post-procedure, the patient experienced monocular, left-eye visual symptoms. Follow up angiograms demonstrated good position of the pipeline device in the supraclinoid and cavernous segments of the ica. There was no evidence of thromboembolic complication. Exam at 30-day follow-up indicate scotoma and cilioretinal artery occlusion. Site has reported amaurosis fugax. The patient received dual antiplatelet treatment with low dose aspirin (325mg) and plavix 75mg daily for three months post procedure. The event is ongoing with vision tests due at one-year follow up.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient. The lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. The event cause could not be determined. (B)(4).